Event description:
Pump was noted to be alarming with an error code 33209. The taper down rate was higher than the calculated plateau rate. Patient was receiving tpn as part of therapy for pancreatitis.